Event description:
The customer reports that at the time of removing the give, the surgeon noticed that it is bent and does not come out easily. When removing the guide , it is split in half. Another catheter was passed.

Manufacturer narrative:
(B)(4). Customer returned one spring wire guide (swg), one 3-l catheter, two dilators, and lidstock for evaluation. The guide wire was returned in two pieces. Visual examination of the guide wire revealed the guide wire to be kinked multiple times along the guide wire body. The core wire was broken near the center of the swg body. The distal j-bend was still intact and the distal and proximal weld appeared full and spherical. Both dilators showed signs of use and had damaged tips, this is further evidence of the spring wire guide/dilator resistance that was complained about. Both dilator tips were drastically deformed indicating a high amount of force was used. This would also explain why the swg was separated. No defects or anomalies were observed on the catheter. The overall length of the two core wire sections measured 284 mm and 171 mm making a total length of 455 mm which is within specification of 449.2-458.8 mm per product drawing, which means no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.436 mm which is within specification of 0.432-0.457 mm per product drawing. The overall length of the long dilator measured 3.00" which is within the specifications of 2.75-3.25" per dilator product drawing. The inner diameter of the long dilator measured 0.041" which is within the specifications of 0.040-0.043" per dilator product drawing. The overall length of the short dilator measured 1.626" which is within the specifications of 1.375-1.875" per dilator product drawing. The inner diameter of the short dilator measured 0.040" which is within the specifications of 0.040-0.043" per dilator product drawing. The undamaged portions of the returned guide wire were able to pass through both dilators only encountering resistance at the damaged tip of the short dilator. A manual tug test confirmed the distal and proximal weld was intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of the guide wire separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The returned guide wire and dilators met all functional and dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that at the time of removing the give, the surgeon noticed that it is bent and does not come out easily. When removing the guide , it is split in half. Another catheter was passed.